Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('right essure noted in fundal body ofuterus, essure coil identified near fundus at endometrial-myometrial junction'), embedded device ('the coil is embedded in myometrium and is not grossly seen until the specimen is cut. The tissue focally involves the endometrium. The coil is in the center of specimen cannot specify which side the coil originally migrated from,'), fallopian tube perforation ('fallopian tube perforation / migration / failure to occlude, malposition of essure device location of device: over bladder'), salpingitis ('salpingitis') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pregnancy (two vaginal deliveries), diarrhea and depression. Previously administered products included for an unreported indication: levbid. Concurrent conditions included knee pain, pancreatic cancer, rheumatoid arthritis and irritable bowel syndrome. Concomitant products included probiotics nos since 2009 for irritable bowel syndrome, adalimumab (humira) since 2014, azathioprine sodium (imuran) and hydroxychloroquine since 2009 for rheumatoid arthritis as well as bifidobacterium infantis (align) since 2009, calcium since 2014, certolizumab pegol (cimzia) since 2014, ethinylestradiol;levonorgestrel (lo/ovral), ibuprofen (motrin), infliximab (remicade) since 2016, leflunomide (arava) since 2014, methotrexate since 2014, oxycodone hydrochloride;paracetamol (percocet), povidone-iodine and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("metal allergy torn labrum") and arthralgia ("hip pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / chronic pain, pain side pain") and abdominal pain ("abdominal pain, left side adominal"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraines,migraines / headaches"). On (B)(6) 2016, the patient experienced rash papular ("full body red bumps flare ups"). On (B)(6) 2016, the patient experienced wound infection ("wound infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), dermatitis allergic ("allergy : rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), gastrointestinal disorder ("gastrointestinal disorder") and complication of device removal ("complications from your essure removal procedure? Yes, essure coil was over the dome of the bladder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with clindamycin hydrochloride (clindamycin hcl), hydroxyzine hydrochloride (hydroxyzine hcl), prednisone and surgery (urobotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and lysis of adhesions and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, embedded device, fallopian tube perforation, salpingitis, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, weight increased, allergy to metals, wound infection, rash papular, arthralgia and complication of device removal outcome was unknown and the rheumatoid arthritis, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, complication of device removal, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, pelvic pain, psychological trauma, rash papular, rheumatoid arthritis, salpingitis, urinary tract infection, weight increased and wound infection to be related to essure. The reporter commented: as per follow up discrepancy note date of removal: (B)(6) 2011, (B)(6) 2011,(B)(6) 2016,(B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: completely blocked tube. Imaging procedure - on (B)(6) 2011: failure to occlude, malposition. Ultrasound scan vagina - on (B)(6) 2011: malposition of essure device, failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following one were described in patients medical record: hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs&mr received reporter information was added. New event added fallopian tube perforation, partial expulsion of device, embedded device, salpingitis, allergy to metals, wound infection, full body red bumps flare ups, hip pain, complication of device removal. Severity added abdominal pain, pelvic pain and outcome added abdominal pain, pelvic pain, painful intercourse. Medical history, concomitant drugs, treatment drugs and lab test was added. 3rd & 4th follow up together no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation / migration / failure to occlude') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash / skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst (full), salping (unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, fallopian tube perforation, dermatitis allergic, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, hormone level abnormal, migraine and weight increased outcome was unknown and the rheumatoid arthritis, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: failure to occlude, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case was upgraded to incident from other event. Previously reported event "injury" was updated to dysmenorrhoea (cramping). Events: fallopian tube perforation / migration, device breakage, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, rash / skin condition, autoimmune disorder, psych injury, uti, fatigue, gastrointestinal disorder, hormonal changes, migraines, weight gain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.